Event description:
It was reported that the patient expired due to a cardiac related issue. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the death was not related to the device or related procedure. It was noted that the patient was not compliant with taking her medications. The cause of death was determined to be cardiorespiratory arrest, end stage cardiomyopathy, and congestive heart failure.